Event description:
It was reported that during a lap nephrectomy procedure, the generator alarmed and displayed the blade was wrong. The doctor retrieved the broken part from the body, and changed another one to complete the or. No pt consequence.

Manufacturer narrative:
D4; h4, 6; information is anticipated, but unavailable at this time.